Event description:
Device was fine for 2 1/2 months, then reporter developed a sore throat, was treated 10 days and was better but then developed pneumonia. While she was suffering with the sore throat her hip shifted and became swollen. She now has a lowgrade infection and is still not well. She cannot stand up. She is weak and sweating. She went to pt but they're afraid to work with her hip that is bulging. Can hardly sit and stand but can walk. She is also very weak. Also is nauseated all the time.